Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Additional information received that indicated there was an alert for an out-of-range right ventricular (rv) pacing impedance measuring 2,496 ohms. The patient was evaluated in the office and the lead was tested and was noted to be stable. Isometrics and pocket maneuver was performed and there was no observation of noise. The plan is to continue to monitor. At this time, the device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Additional information received that indicated there was an alert for an out-of-range right ventricular (rv) pacing impedance measuring 2,496 ohms. The patient was evaluated in the office and the lead was tested and was noted to be stable. Isometrics and pocket maneuver was performed and there was no observation of noise. The plan is to continue to monitor. At this time, the device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.